Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an implant procedure, the left ventricular lead (lv) exhibited loss of sensing and high capture threshold; the lead was not used and a new lead was successfully implanted. The patient had no adverse consequences and was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Additional information: d10.